Event description:
This relates to lasik. I couldn't find the proposed rules I recently learned are being considered. I know it is after the date but I want to share my experience. I had lasik about 6 years ago. I was informed that I could suffer dry eye as a side effect. I did not understand that dry eye could a debilitating condition. The condition sounds innocuous but it can be very painful. Also I learned I wasn't the best candidate, a woman over 50 in menopause. I was not told this at the time but learned later from my doctor. And, I was already suffering mild dry eye but did not realize it. I thought my eyes were just "tired." When told you might suffer dry eye it sounds like something you can address with eye drops. In reality it can feel like you have sand in your eyes. If I had this information I would not have had the surgery. It's better now but it's not worth the risk when I could see with glasses. Better definitions and explanations of side effects should be required. There is no risk for these places. They say we advised you now deal with it.